Manufacturer narrative:
Investigation description: the device was inspected and no visible damage was observed on the display screen. Complaint could not be confirmed. No faults were found.

Event description:
It was reported that the ilet touchscreen was cracked, allowing dust ingress, while the pump continued to function; the user was unsure how the damage occurred, and the issue was documented with a provided image, consistent with a device fracture involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with a cracked touchscreen, aligning with a device fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.